Manufacturer narrative:
Follow up communication with the customer, conveyed that the device was not used in procedure and would not connect to the system properly. Per the communication, the end user stated again the error code was 815. ( service repair noted ,the code does not exist, possibly interdepartmental miscommunication and the fault code is e315). The subject device was received and evaluated . A comprehensive leakage check was completed, the device was not leaking. Full technical evaluation was completed in accordance with the original equipment manufacturer specification (OEM) specification. The following defects were identified in relation to the customer specified fault: scope connector (s-connector)- water leakage observed (wateringress). Image condition check found error code e315. Service repair noted error code e315 unsupported scope was evident on the screen when the endoscope was connected to the stack system. The plug body was dismantled, the moisture indicator had been triggered, turning pink after contact with fluid / moisture. The inner moisture indicator has also activated , fluid is evident throughout the plug body. Technical evaluation has confirmed the customer specified fault of ¿doesn¿t connect properly ¿ 815¿ due to fluid ingress, although the error code does not exist and may have been incorrectly recorded by the customer. The plug body was disassembled, fluid ingress was evident within the plug body, triggering both pink moisture indicators. The fluid has entered the instrument possibly via the eto valve. Service repair noted that quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. An intermediate repair is required to return the instrument to the (OEM) specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request with a report of " doesn¿t connect properly ¿ 815 error". The issue found at preparation for use. The device was not used for a clinical procedure. No harm was reported. No patient injury, no user injury reported. Device evaluation found error code e315 error-scope . This report is being submitted for error code e315 (scope error ) found on device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code e315 ( scope error) occurred during user handling the device, water invaded scope connector, and caused an issue with electrical components, which led to display of error message. The event can be prevented by following the instructions for use (IFU) which state: "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.